Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic after an incident involving chest trauma. The patient was riding an electric bicycle that stopped abruptly due to a technical defect. While doing so, the patient hit the handlebars hard under the rib cage with both feet on the ground. There was no fall or loss of consciousness and the patient remained upright. The patient does not recall a shock being delivered, however, device interrogation revealed an episode that indicated a noisy signal and the device delivered a shock. Technical services (ts) reviewed the device data and discussed the electric shock was delivered due to myopotential oversensing and the r-wave to noise ratio is poor. It was advised to assess all three vectors to find the best performing one and also to perform x-ray to assess system placement. It was also recommended to try to recreate the myopotentials observed and further programming recommendations were provided. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the clinic after an incident involving chest trauma. The patient was riding an electric bicycle that stopped abruptly due to a technical defect. While doing so, the patient hit the handlebars hard under the rib cage with both feet on the ground. There was no fall or loss of consciousness and the patient remained upright. The patient does not recall a shock being delivered, however, device interrogation revealed an episode that indicated a noisy signal and the device delivered a shock. Technical services (ts) reviewed the device data and discussed the electric shock was delivered due to myopotential oversensing and the r-wave to noise ratio is poor. It was advised to assess all three vectors to find the best performing one and also to perform x-ray to assess system placement. It was also recommended to try to recreate the myopotentials observed and further programming recommendations were provided. Additional information was received. Troubleshooting was performed in-clinic and after the provocation test the device was programmed to the alternate vector. It is expected that the patient is seen in clinic again and continue normal follow-ups. The s-ICD remains in service. No additional adverse patient effects were reported.